Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device had a long boot sequence and during interrogation attempt the device displayed an error. It was also noted that the programmer display screen drops, the system fan was noisy, and the analyzer bay door cover was missing. (B)(4).